Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier with an alleged issue to perform failure analysis. The large hem-o-lok clip applier instrument was found to have one bent grip causing misalignment of the grip-tips. There was a 0.83mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon complained that the instrument would not release the clip easily and at times the arm would prematurely release the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.